Event description:
The plaintiff alleges that due to repeated latex exposure on or about 1/6/99 as plaintiff was assisting the employer in dental surgery plaintiff experienced a reaction involving an itchy rash on the hands and left side of the neck, and trouble breathing. Plaintiff further alleges that on or about 4/26/99, while performing duties, plaintiff collapsed, unable to breathe, suffering an anaphylactic reaction. Plaintiff was injured in health, strength and activity, sustaining bodily injuries and shock and injury to the nervous system and person, all of which caused and continue to cause the great mental, physical and nervous pain and suffering.